Event description:
Pt's mother reported hyperglycemia since (B)(6) 2010. Blood glucose was 19.7 mmol/l that morning and became higher throughout the day. Normal blood glucose is 4-8 mmol/l. Mother contacted diabetes nurse on (B)(6) 2010 and was advised to call manufacturer. Infusion sets were changed every day and all sets have been discarded. Blood glucose was measured 8-9 times per day instead of normal amount of 4 times per day. Extra boluses were delivered for hyperglycemia. There were no changes to pt's diet or medication. Infusion device was not dropped or exposed to water or electromagnetic fields. Pt started backup infusion device on (B)(6) 2010 and blood glucose lowered. Since (B)(6) 2010, blood glucose has been back to normal. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.